Event description:
It was reported via clinic notes received that the physician was unable to interrogate the pt's vns generator on multiple attempts including with the assistance of chest x-rays to locate the generator. The pt does not feel stimulation and the magnet does not appear to activate magnet stimulation. The pt was referred for evaluation by a neurosurgeon. A battery life calculation was performed that estimated that the generator was likely at, near, or past end of service. The physician has not indicated whether he believes the generator to be at end of service. No adverse events have been reported. Attempts for additional info have been unsuccessful to date.

Event description:
Additional information was received from the physician indicating that the reported inability to interrogate, patient no longer feeling stimulation, and magnet not activating extra stimulation is believed to be related to normal generator end of service. The physician reported that he has not had any issues with his programming system. The last available diagnostics were not available upon request. No external factors are believed to have caused or contributed to the reported issues. Attempts for the return of the explanted generator have been unsuccessful to date.

Event description:
Additional information was received indicating that the patient has had her vns generator replaced. Attempts for the return of the explanted generator are in progress.